Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The event of eol was reported to abbott. Patient tried to connect to generator and eol message displayed. No intervention planned at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.